Event description:
During an unknown procedure, seal fell into patient's abdomen. A delay in surgery time was reported. One filshie clip is in patient's abdomen wall.

Manufacturer narrative:
Torn and missing outer gasket evaluation summary: the analysis resuts found that the 578sd device was returned with the outer gasket torn and missing. All other components were present and in good visual condition. The device was noted to have body fluids on the knife and sleeve. No conclusion could be reached as to how this damage occurred.